Manufacturer narrative:
Trackwise#: (B)(4). Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
N/a

Manufacturer narrative:
Trackwise#:(B)(4). The device was returned to the factory for evaluation on 01/08/2024. An investigation was conducted on 01/09/2024. A visual inspection was conducted. Both the harvesting device and cannula was returned for evaluation. Signs of clinical use and evidence of blood was observed. The harvesting device was returned outside the cannula. There were no visual defects observed on the intact harvesting device. A mechanical evaluation was conducted. A reference endoscope was inserted into the cannula until it audibly and visibly snapped into place with no physical or visual difficulties. The harvesting device was inserted through the port into the cannula. A slight resistance or sticking was noted when inserting the device, which can be attributed to the interaction of the harvesting device with the flexible o-ring within the port. The resistance did not prevent the harvesting device from being easily inserted or retracted. The mechanical components of the device functioned with no issues. Based on the returned condition of the device as well as the evaluation results, the reported failure "fitting problem-tool" was not confirmed. The lot # 3000362064 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoviewhempro vh-3500 sheers difficult to advance and retract when inside the port inside the patient. Did not occur outside the patients body. The kit was used for the entire case and there was no patient harm. The harvesters noted the extra time needed as the sheers did not glide smoothly.

Manufacturer narrative:
Tw ID#(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.